Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the specific cause of the loss of stimulation and low impedance issue was unknown. An attempt was made by the rep to get the patient to feel stimulation on each program/configuration, but the issue was not resolved. As a result of what was reported, the patient was redirected to their healthcare provider (hcp); the hcp was also advised of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was seen earlier in march to have their system checked and thinks that's when the loss of stimulation occurred. Rep reported all case pairs are 329 ohms and all bipoles were 150 ohms. The patient described plopping down in a chair and feeling air coming out in pelvic area; the patient didn't provide much detail after that. The caller increased stimulation to 8.0v, but the patient wasn't feeling stimulation on different programming configurations. Per op notes, the patient was getting a response to stimulation under 2.0v in the past. Per the clinician programmer (cp), the ins longevity listed was measured as 7-12 months. It was reviewed that was due to low impedances and the patient is likely having a bunch of shorts in their system. Caller reran impede at 2.0v and 360 microseconds and the results were similar; all monopoles were at 369 ohms and bipoles were either at 148 or 150 ohms. As a result of what was reported, the rep was redirected to follow up with their healthcare provider (hcp). They will pursue doing imaging of the system and will keep stimulation off. No further patient complications have been reported as a result of this event.